Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report. Event and therapy date is estimated.

Event description:
Manufacturer report number: 3006705815-2020-32870. It was reported patient lost therapy approximately in (B)(6) of 2019. Diagnostics revealed that patient had high impedances on all contacts. Surgical intervention is expected to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated patient underwent surgical intervention wherein both the leads were explanted and replaced. Reportedly effective therapy was restored.